Event description:
It was reported that the pt underwent an acdf at c4-5-6-7 due to cervical radiculopathy, disk herniation, and discogenic pain. (B)(4) was used. An unk time post-op, the pt reported posterior neck pain that radiates to left arm with numbness and tingling. Approximately 58 months post-op, x-rays taken showed excellent fusion with good preservation of normal cervical lordosis. CT scan showed evidence of some boney overgrowth at the c6-7 with some narrowing of the foramen, and there is next level spurring at the c7-t1 level. A f/u scan is planned in six weeks. No intervention is planned at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info.